Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead during some non-sustained ventricular tachycardia episodes. It was further reported that the sensing integrity counter (sic) value demonstrated oversensing on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.